Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (apply gel messages without gel release) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the 'apply gel' messages is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that a patient's device was prompting the patient to apply gel when no gel had been released.